Event description:
It was reported that a defective cadd cassette was identified upon being prepared for use. The event occurred during patient use. An investigation determined that there was a leak at the corner of the cassette. This malfunction makes the event reportable. No patient harm or adverse events were reported.

Manufacturer narrative:
The returned cassette was evaluated. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. The device underwent visual inspection. A customer-provided image showed a leak in cassette; however, as received, no damage or anomalies were observed. Functional testing was performed, during which a leak was detected from corner 2 of the cassette bag when fully filled, confirming the reported leakage issue. The probable cause of the leakage is likely unintentional damage to the bag seam during closure of the side panel in the compounding process.